Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the non-calcified, mildly tortuous, 90% stenosed mid left anterior descending (lad) artery. Pre-dilatation was performed with a 3.0 x 12 mm balloon dilatation catheter with good lesion preparation. The 3.0 x 23 mm xience alpine stent delivery system (sds) was advanced and the stent implant deployed at 10 atmospheres. There were no issues noted during inflation of the sds balloon or during deflation of the balloon after stent deployment. Difficulty was experienced removing the fully deflated sds balloon from the deployed stent which led to the guide catheter becoming deep seated into the lad across the left main and the proximal lad; however, the sds balloon was able to be removed without causing injury and the procedure was successfully completed with post-dilatation of the stent implant. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that the failed attempt to remove the stent delivery balloon from the deployed stent could be seen. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the deflated balloon interacted with the deployed stent causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.